Event description:
It was reported that pump displayed altitude alarm and customer had experienced similar issue within past month. There was no adverse impact to the customer¿s blood glucose level. Customer replaced cartridge, insulin delivery was not suspended at time of call, and pump resumed normal operation after guidance from technical support on preventing altitude alarms and avoiding wearing pump against skin without case; no additional information was received regarding further outcomes.